Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus hongkong & china ltd. (Ohc), (received at ohc on 2022-12-07). The inspection at ohc detected varying coloured images (purple/green) and traced the failure back to a defective r-unit. Therefore, this event/incident was attributed to component failure. The reported leakiness could not be confirmed. The area under the handle (as well as under the inner body) is not a sealed volume. Consequently, moisture in the reported areas do not indicate a deficiency of the device. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
The loaner video telescope reportedly displayed a purple image and showed leakiness at the assembly of the outer tube and r-unit. No patient/procedure was involved.